Event description:
Customer reported that she was hospitalized with low blood glucose levels. The perceived cause of low blood glucose levels was too much insulin, troubleshooting performed and pump appeared to be functioning as designed.